Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was between 300-400 mg/dl and insulin injections were used to address the high bg level. The customer performed a system check on the pump and found that the occlusion was within the tubing. Reportedly, the customer had been using an apidra insulin.